Manufacturer narrative:
Back pain, leg pain, neurologic complication. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
No. Of patients:44; gender: (male:29; female:15); mean age: 52 years it was reported in the clinical aggregated data report that 44 patients diagnosed with traumatic vertebral fracture; and underwent surgeries in the period ranging from mar-2013 to aug-2016. Post-op, after 24 months follow-up, back pain was reported for 13 patients and leg pain was reported for 13 patients. Additionally, re-implantation at target level was performed for 6 patients due to neurologic complication.